Event description:
It was reported that one week post implant the right ventricular [rv] lead threshold measurements were found to have significantly increased. It was also reported that the rv lead had dislodged. The rv lead was repositioned and remains in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.